Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient reported that wearing the lifevest was causing discomfort to a spinal infection. The patient had the spinal infection prior to wearing the lifevest. There was no alleged device malfunction contributing to the irritation. Patient reported that his physician told him that the lifevest could be removed for periods of time for relief. Outcome of the discomfort is unknown.